Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, did not experience recurring malfunction after reset, was advised to continue using pump and to call back if problem returned, and confirmed understanding of these instructions.